Manufacturer narrative:
Upon investigation it has been determined that this is a duplicate complaint. All information will be appropriately reported under MFR# 1038671-2023-00406.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer d10: concomittants: serial #: (B)(6), category #: 02-012-35-2511 - logic tibia ps mod insrt sz 2.5 11mm, - recall device serial #: (B)(6), category #: 02-012-35-2509 - logic tibia ps mod insrt sz 2.5 9mm, serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. Serial #: (B)(6), category #: 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t, serial #: (B)(6), category #: 200-02-32 - three peg patella 32mm, serial #: (B)(6), category #: 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t, serial #: (B)(6), category #: 200-02-32 - three peg patella 32mm, additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 65 yo female patient, initial right knee implanted on (B)(6) 2014, underwent a revision procedure on (B)(6) 2023. The patient complained of pain. A loose femur was indicated. They were revised to a competitor¿s devices. There was no surgical delays or device breakages. The patient was last known to be in stable condition following the event. No device return anticipated due to the hospital will not release the implants. Photos of the affected product and x-ray images were provided. No further information.